Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that no further helix testing can be performed due the kinked proximal conductor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix of the lead would not retract and the stylet would not insert fully down the length of the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.